Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The needle broke during surgery. The needle pieces were removed from the patient during the same procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): a needle that broke in the body towards the attachment end was submitted for this evaluation. The only part that was received was the part of the needle containing the point and body. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and the devices met specifications.

Manufacturer narrative:
Date sent to the FDA: 12/26/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.